Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, while being applied at the vaginal cuff closure, the needle broke and fell into the patient's cavity but was located. The event extended the procedure time for 30 minutes or more. No patient injury.